Event description:
Information was received reporting a pump replacement. Representative reported that the device was at the end of its life, per the physician. It was reported that the patient had undisclosed symptoms for about a month prior to pump replacement. The device was discarded after surgery.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).